Event description:
Source: journal article in neurosurgery - sept 2010 - volume 67 - issue 3 - p onse304. Title: in vivo retrieval of a trapped merci embolectomy device: technical case report by gordhan ajeet md; soliman, john do. This article describes a complication related to the use of a merci retriever l5. Pt was a (B)(6) male with embolic occlusion of the distal artery and dissection related occlusion of the left cervical vertebral. During the mechanical thrombolysis, the merci retriever got entrapped. First, the physician removed the merci microcatheter. The physician successfully retrieved the entrapped retriever by resheathing the retriever into a 125-cm, 5f shuttle select vert slip (mfg by cook inc) within the intracranial vertebral artery. After the removal of the device, right vertebral and proximal basilar artery flow was reestablished and the physician was able to remove the clot using microsnare. At 3 months f/u, the pt was able to ambulate with a walker and was otherwise neurologically intact.

Manufacturer narrative:
While the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc) that also may have caused or contributed to the outcome.